Event description:
Healthcare professional reported, capsular contracture, baker grade iii on left side and rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified, sharp broken on posterior, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on posterior assessed, as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported capsular contracture baker grade iii on left side and rupture. The device has been explanted.